Manufacturer narrative:
Event is currently under investigation. .

Event description:
A (B)(6) female oncology patient removed the catheter herself. The tip was not intact at the time of removal. At insertion, the catheter was measured at 21cm, only 2cm attached to wings found by the bedside nurse. Chest x-ray done to look for the retained device, but the catheter was not seen at the time of the x-ray. Later, the remaining 19cm of catheter was found in the patient's bed. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable or unchanged. (B)(4). Correction: initial was filed within the 30 day time frame regardless of corrected date. Investigation - evaluation a review of the complaint history, device history record, documentation, instructions for use (IFU), manufacturing instructions, quality control and visual inspection of the returned device was conducted during the investigation. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as: the device was intended for use by health professionals trained and experienced in catheters as indicated in the precautions of the IFU supplied with the device. The visual inspection of the returned device reported, the device was returned with a securement device. The securement device engaged with the plastic lugs and the returned product still had the securement device attached indicating the patient removed both devices. As the patient is (B)(6) it can be assumed that the device was removed in an uncontrolled manner. The complaint device was returned therefore, an investigation evaluation was performed. There was no evidence to suggest the product was not made to specifications. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the patient removed the device themselves. The device separated during the procedure but did not remain in the body. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
A (B)(6) female oncology patient removed the catheter herself. The tip was not intact at the time of removal. At insertion, the catheter was measured at 21cm, only 2cm attached to wings found by the bedside nurse. Chest x-ray done to look for the retained device, but the catheter was not seen at the time of the x-ray. Later, the remaining 19cm of catheter was found in the patient's bed. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.